Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported a low reading issue with the freestyle libre 2 sensor. The customer reported that a replacement sensor received directly from adc worked fine, but that sensor readings obtained "from the local" are "as much as 30 points" lower than a competitor capillary meter. The customer provided comparison of 81 mg/dl sensor against 110 mg/dl meter. The customer was able to be contacted and confirmed this issue had already been reported to adc, and that there was no report of third-party treatment required due to this issue. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported a low reading issue with the freestyle libre 2 sensor. The customer reported that a replacement sensor received directly from adc worked fine, but that sensor readings obtained "from the local" are "as much as 30 points" lower than a competitor capillary meter. The customer provided comparison of 81 mg/dl sensor against 110 mg/dl meter. The customer was able to be contacted and confirmed this issue had already been reported to adc, and that there was no report of third-party treatment required due to this issue. Based on the information provided, there was no report of serious injury associated with this event.